Manufacturer narrative:
Device evaluation results: two used level 1 trauma fast flow disposables were returned for investigation. The units were visually inspected at a distance of 12 to 16 inches, and under normal conditions of illumination. No abnormalities/defects were observed. One of the units was leak tested. A leak was observed from the drip chamber. The customer reported product problem (leaking disposables) was therefore confirmed. The product problem was attributed to a manufacturing issue. This was established as the root cause.

Event description:
It was reported that the level 1 trauma fast flow disposable was leaking. The product problem was observed during priming. The product was not used on a patient.